Event description:
It was reported that the patient with this implantable pacemaker device contacted boston scientific technical services (ts) indicating that their communicator displayed a red call doctor icon (rcdi). Further investigation found that the alert was triggered due to high out of range pacing impedance measurements. At this time, no further information is available. Ts referred the patient to the hospital for evaluation. Of note, the implanted lead is a non-boston scientific product. The device remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient with this implantable pacemaker device contacted boston scientific technical services (ts) indicating that their communicator displayed a red call doctor icon (rcdi). Further investigation found that the alert was triggered due to high out of range pacing impedance measurements. At this time, no further information is available. Ts referred the patient to the hospital for evaluation. Of note, the implanted lead is a non-boston scientific product. The device remains in service and no adverse patient effects have been reported.